Manufacturer narrative:
Pump was received with lost sensor alarm, radio frequency pic failed self-test error alarm and unable to communicated with blood glucose meter during testing due to faulty electrical component on radio frequency board. Unit had minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that meter was not communicating with insulin pump. Customer also received a radio frequency pic failed self-test alarm. Customer's blood glucose was 117 mg/dl. During troubleshooting, customer was not able to rewind insulin pump due to continuous alarm. Insulin pump would need to be replaced.